Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for non-malignant pain. The patient reported that they were ¿having a hard time getting and maintaining the coupling boxes" and it was taking too long to charge. The patient reported that they recently tried charging and had to quit after 3 hour because of the poor coupling. It was reported that it was taking too long to charge. Antenna replacement was requested to rule out antenna issue. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is still having problems getting bars (poor coupling) to fill in while charging. The patient stated it can take 45 to an hour to get the bars to fill in. The patient confirmed getting a new recharger antenna and also trying adhesive discs. The patient stated that neither has resolve their issues. The patient denies any external factors that may have affected this. The patient was redirected to have their implant site assessed. No further information was reported.